Manufacturer narrative:
The baxter technician found the brake detent needed to be replaced. Per the baxter service manual the affinity bed requires an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake and check to ensure that the bed will not move (when the brake is activated). If the bed moves, inspect it for wear and adjust if required. See ¿caster assembly¿ on page 4-99. Apply the steering pedal and check the steering to ensure proper locking action when activated. See ¿caster assembly¿ on page 4-99. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in oct 10, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake detent to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that affinity 4 bed frame (product code p3700d000011, serial number (B)(6)), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.